Manufacturer narrative:
A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported false positive result for quickvue sars. Initial test was taken 4 weeks prior to repeated testing at time of report. The consumer communicated the result was confirmed negative by molecular (pcr testing). Repeated testing done twice more resulting positive. Symptoms reported by consumer were dull headache, post nasal drip and some fatigue. Additional mdrs to be filed for each event.